Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: unknown. This report is for an unknown four-hole proximal femoral plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a proximal femoral four-hole plate and six (6) unknown screws on an unknown date. On (B)(6) 2016 the plate and six screws were removed intact and the patient was revised to a total hip prosthesis due to nonunion of the femoral neck. The surgery was successfully completed with no surgical delay. Patient outcome is unknown. This report is for an unknown four-hole proximal femoral plate. This is report 1 of 2 for (B)(4).